Event description:
It was reported to boston scientific corporation that a prefyx pre-pubic sling was used during a sling placement procedure. According to the complainant, during the procedure, the physician was pulling the mesh sleeve through the abdomen when the sleeve detached. The physician was able to complete the procedure with this device and no other pieces detached or were left inside the patient. Later in the day, the patient was unable to void; the physician determined the sling to be constricting the urethra. The physician reopened the vaginal incision and attempted to loosen the sling tension; however, the sling cut into the mid-urethra and the urethra required repair. The physician excised the sub-urethral portion of the sling and did not implant a new sling in the patient. The patient was reported to be "recovering" post procedure.